Event description:
The pt is right-handed with a history of parkinson's disease since 2/91 and difficulties to control it with medications. Pt has done well with the first part of a proposed two-stage bilateral stimulation of the left subthalamic nucleus (stn). The second part was performed in 12/00 for the right stn. After pt was transferred to ICU, pt became very confused and aggressive; had to be reintubated for assisted ventilation. The post-operative CT scans failed to show any evidence of intracranial pathology. Gradually pt improved, confusion slowly resolved and was discharged home in stable condition with improvement in parkinson's disease.